Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture, loss of sensing, and high impedance. The lead was explanted and replaced. No further information could be obtained.